Event description:
Caller reported damage to the pump housing and usb port. There was no adverse impact to the customer¿s blood glucose level as the damage did not affect the pump¿s charging function. After assessing the situation, technical support decided to replace the pump. The customer was instructed on how to place the pump in storage mode and how to program their settings into the replacement pump. Additionally, the caller was informed about returning the problematic pump within 10 days using the pre-paid label to avoid being billed. The customer was also advised to connect their cgm to the new pump, with an understanding of all provided instructions. Customer will continue to use current pump.